Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The results of the investigation are inconclusive as the device was not returned for evaluation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. The cervical leads also migrated. As a result, surgical intervention may be undertaken to address the issue.

Event description:
It was reported patient underwent surgical intervention on 14 jan 2026 wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.